Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation under the front right electrode. Patient reported that the area was red, itchy, and puffy. There was no alleged device malfunction contributing to the irritation. Patient was recommended to use a water unscented water based lotion. Follow up indicated irritation has improved.